Manufacturer narrative:
The subject device has not been returned to omsc. The device was a loaner device from olympus. It was reported that an olympus staff inspected the device and confirmed the movement of forceps elevator was too tight. However, the causal relationship between the movement and the reported event was unknown. After that, as a result of confirming the device at the olympus repair center, no irregularity was found. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time, since the evaluation has not been completed. If additional information is received, this report will be supplemented. For withdrawal of the endoscope with an irregularity, the instruction manual of the device contains following statements; ¿if the endoscope or endotherapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope carefully. If the endoscope or endotherapy accessory cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endotherapy accessory may cause patient injury, bleeding, and/or perforation. If any irregularities with the scope are observed, contact olympus.¿

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic retrograde cholangiopancreatography procedure using the subject device, a non-olympus basket type mechanical lithotriptor (power catch nitinol 0.035) used with the device was stuck at the forceps elevator in the distal end of the device, and could not be withdrawn from the device. The user facility stopped the procedure and cut the basket to withdraw the mechanical lithotriptor from the device. It was reported that a small bleeding occurred in the patient¿s stomach but the bleeding stopped immediately. There was no information on the patient outcome.